Event description:
He called on 7/13/2007. He said, his wife had a reaction to a strap used on an afo ankle and foot orthotic. He said, the straps were replaced one month earlier, and two days later his wife had an irritation that he says required 6 days of hospitalization. At that time, he stated his wife contracted a staph infection (staphylococcus aureus bacteria). Husband states this resulted in a permanent scar. One month later, the strap was replaced and the afo orthotic was disinfected. (The dates were verified with finger lakes prosthetics and orthotics).

Manufacturer narrative:
Unable to obtain information from hospital and clinic. Unused material from user to be returned to manufacturer for testing of staphylococcus aureus bacteria.